Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic urology procedure, the device balloon was physically broken. 3 balloon trocar with the same batch was pierced 3 times in a row. The surgeon then used the 4th device without any issue. There was no patient injury.